Event description:
The report for the omnipod 5 system in glooko shows 2 different insulin settings for the same device. Endocrinologist use this report along with blood sugar levels to make treatment decisions. Omnipod 5 system is used as an insulin delivery device. Glooko is the internet based software that is used to obtain a report on the current settings and usage history. The office can log in, view and print the reports. These reports are used in the office visit or when answering a patient's question regarding blood sugars. Ref report: mw5171399.